Manufacturer narrative:
Received one photo from the customer, they are showing tego's top seal collapsed from one of the sides. No additional damage or anomalies are observed. Received one used list# lat-d1000, connector tego¿ was returned for evaluation. As received, no damage on the tego's luer post were observed. However, a seal collapsed evidence was observed. The probable cause of rupture of the silicone is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized. A device history report (DHR) lot review was performed and no relevant commodities, discrepancies or nonconformances were identified that might lead the condition reported by the customer.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a connector tego¿, where it was reported that at the renal unit, the support staff reported that when making the connection, there was evidence of rupture of the silicone. The event, hemodialysis was taking place, with the patient connected to an extracorporeal line. Since this therapy must be interrupted, the support staff checks the permeability of the lines, catheters and connectors when damage to the connector is evident. She also reported that the problem did not cause any injury to the patient or clinical lesions. No harm reported.